Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression and a visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with outer insulation breached cut/ extrinsic and blood ingress in lumen. Electrical resistance and cross continuity test results were within specifications, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that p-wave measurements on the attempted right atrial (ra) lead were in the normal range prior to fixation. After the helix was extended, the p-wave measurements dropped far below normal. Repositioning the lead was unsuccessful in obtaining acceptable measurements. The lead was removed and replaced with a different ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.